Event description:
It was reported by the affiliate that the (1) er420 was used during a laparoscopic cholecystectomy procedure. It was reported that the clip cannot close the artery normally. The case was completed with a competitor's device and there was no consequence to the pt.